Manufacturer narrative:
Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records could not be requested.

Event description:
Patient status post posterior thoracic lumbar fixation for deformity on (B)(6) 2010 returned to the surgeon for a post op visit. An x-ray showed a ti matrix locking cap backing out of a matrix polyaxial screw. Surgeon is not removing the hardware and is monitoring the patient. This is one of two complaints for this event.